Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154atg ICD: implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular lead had high thresholds. It was also reported that the atrial lead had undersensing. The rv and atrial lead were both capped and partially removed and replaced. No patient complications have been reported as a result of this event.